Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. The device was returned to j&j medtech for further evaluation. A non-sterile cereglide 92 innerglide 9 122 cm catheter system was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as described, the distal end of the catheter was severely flattened and curled from 0.5cm to 17.5cm. No other damages were observed. The flattened areas were inspected under magnification, and no fractures nor cracks were found. The issue regarding a device being unable to reach the desired location was confirmed during the inspection and this could be related to the anatomic tortuosity reported. Additionally, the issue reported regarding a catheter being stretched was confirmed during device inspection. The damages found in the catheter could be related to the interaction between catheter system and hemostasis valve during device withdrawal, since according to risk documentation, a catheter can become impeded and damage while removing the support device in preparation for aspiration due to the hemostasis valve not being sufficiently opened. As no manufacturing defects were identified, the failure mode experienced may have been the result of other factors, either isolated or in combination, such as interaction with other accessory devices, anatomical conditions or other clinical factors experienced during the procedure. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A manufacturing record evaluation was performed for the finished device 31754502 number, and no internal actions were related to the malfunction were identified. As part of j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damage from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure is multifactorial. The instructions for use contain the following precaution: exercise care in handling the cereglide 92 catheter system to reduce the chance of accidental damage. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, gender, weight, race, and ethnicity were not provided. Section b3 ¿ date of event: the date of the event was not reported. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during a thrombectomy procedure, a cereglide 92 aspiration catheter (product code: sbc92122ca, lot number: 31754502) was introduced into an arrow flexor 8f guide sheath. Due to tortuosity, the device couldn't reach target vessel. Therefore the physician tried to pull out cereglide 92 and during pulling out cereglide 92 it became ¿stuck¿ in the arrow catheter. There was resistance and then the cereglide 92 got stretched but was able to get out but not to used again. Then another 6f aspiration catheter was introduced into same arrow long guide sheath and this worked. There was no patient injury reported.